Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false nonreactive architect syphilis tp result on architect i2000sr, serial number (B)(6), for one 33-year-old male patient. The patient was reactive for syphilis with another method and nonreactive with others. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): architect result = 0.58 s/co. Trust result = negative. Tppa result = positive. Alinity result = 0.72 s/co negative. Antu and wantai methods were weakly positive no impact to donor management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, returned sample testing and in house testing of a retained reagent kit. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Device history review did not identify any non-conformances or deviations with the complaint lot. Return sample analysis: the returned specimen sample was tested with the following results: sample ID (B)(6). Architect syphilis tp: 0.78 s/co (non-reactive). Recomline treponema igm: negative (no reaction). Recomline treponema igg: negative (tp47: low intensity, tp17: low intensity). The return sample was tested using a file kit of architect syphilis tp reagent lot 57035be01, as complaint lot 59467be01 was not available for testing. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, showing that the lot generates the expected results. No malfunction was identified, since inhouse generated test results for the sample in question were not discrepant. The non-reactive results obtained with the architect syphilis tp reagent are in concordance to negative results obtained with recomline treponema igm and igg. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site.

Event description:
The customer observed a false nonreactive architect syphilis tp result on architect i2000sr, serial number (B)(6), for one 33 year old male patient. The patient was reactive for syphilis with another method and nonreactive with others. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): architect result = 0.58 s/co. Trust result = negative. Tppa result = positive. Alinity result = 0.72 s/co negative. Antu and wantai methods were weakly positive no impact to donor management was reported.